Manufacturer narrative:
Correction: return not received, appropriate codes were input.

Manufacturer narrative:
The reported events were dislodgement, inadequate capture, high pacing impedance, a helix mechanism issue. As received, a complete lead was returned for analysis. The reported events of inadequate capture, and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and covered with blood / tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. After cleaning, and applying torque directly to the connector pin, the helix could be retracted and extended. The cause of the reported event was isolated to the helix clogged with blood / tissue.

Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2024. During implant, the right ventricular (rv) lead presented with dislodgement, high capture thresholds and high pacing impedance. The physician attempted repositioning, but the lead helix would not extend. The lead was not used and replaced within the same operation. Post-procedure the patient the stable.